Event description:
It was reported that during the percutaneous embolization of a splenic aneurysm using a pipeline 6x50mm flow diverter stent, the device did not advance in the micro catheter, locking in its final position despite three attempts, and the release system detached. The procedure involved the use of a phenom 27 micro catheter, which was positioned distal to the aneurysm with continuous saline irrigation at positive pressure. Despite following all manufacturer's recommendations, the stent failed to advance, necessitating the exchange for a phenom micro catheter and the introduction of a second pipeline 6x40mm stent. This second stent advanced normally and was successfully released in the neck of the large saccular aneurysm, resulting in an excellent resolution of the case without major complications. There was no medical or surgical intervention or hospitalization needed to prevent a permanent impairment of a function. It was unknown if dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was unknown. The patient was being treated for an unruptured aneurysm with a saccular morphology. The patient¿s vessel tortuosity was unknown. No patient complications have been reported as a result of this event. Additional information received reported to resolve the pipeline resistance the physician adjusted the system settings and increased the irrigation. The device became stuck in the microcatheter and locked in its final position. The detachment system released, but there was no specific device malfunction identified with the detachment mechanism. They were unable to determine the exact cause of the resistance. The resistance was noted in the distal portion of the microcatheter. Continuous saline flush was administered as indicated in the instructions for use (IFU). No damage to the pushwire or catheter was identified.

Manufacturer narrative:
Product analysis: as found condition: the pipeline vantage shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; within an opened pipeline vantage shield inner pouch; and within dispenser coils. The pipeline vantage shield was returned outside the phenom 27 catheter. Damage location details: no bent or kink was found with pushwire. However, the pushwire was found to be separated/broken proximal to the dps sleeves. The tip coil and dps sleeves were not returned for analysis and the reason was not provided. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No damage was found with arms. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline vantage shield braid ends were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was found to be flattened from ~12.5cm to ~10.0cm from distal end. The phenom 27 catheter tip and marker were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. For further examination, the catheter was cut to check if the remaining pushwire was returned. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. The broken end was sent out for sem/eds (scanning electron microscopy) analysis. Conclusion: based on the analysis findings, the pipeline vantage shield and phenom 27 catheter were confirmed to have resistance during delivery. The pipeline vantage shield and phenom 27 were found to be damaged. It is likely high force used during the delivery. Additionally, the pushwire was found to be separated proximal to the dps sleeves. Per the sem result, evidence of corrosion was observed on the fracture surface. It is unable to be determined if the corrosion had occurred prior or post failure of the wire. Additional eds spectra collected from the fracture surface of the wire. The primary elements detected were iron, oxygen, chromium, nickel, chlorine and other elements. It should be noted that the semi-quantitative eds results provided are standardless results and are for information only. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline vantage shield through the phenom 27 catheter against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.